Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The csi peripheral stealth orbital atherectomy device instructions for use states, "the oas is an 0.014-inch platform for use only with approved csi guide wires." The coronary viperwire is not an approved guide wire for the csi peripheral stealth orbital atherectomy device. (B)(4).

Event description:
A coronary viperwire guide wire and peripheral stealth orbital atherectomy device (oad) were selected for treatment of a lesion in the lateral plantar artery. The coronary viperwire is not indicated for use with the peripheral oad. The lesion was diffusely diseased and severely calcified, and the vessel diameter was estimated at 2-2.5mm. The lesion was treated with five treatments on low speed and three treatments on medium speed. Upon removal, the viperwire was noted to be fractured. The fragment remained in the patient as the physician determined that there was a higher risk of complication to retrieving the fragment. The patient was discharged.